Manufacturer narrative:
((B)(6) 2011)-the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reverting to the settings mode. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information: the patient tests his blood glucose four times a day and manages his diabetes with insulin (via insulin pump). The patient's mother alleged that the issue began on (B)(6) 2011 at 6:45pm. Just prior to the alleged issue, the patient reportedly was experiencing symptoms of low blood glucose (specifying tiredness and weak knees). At the same time following the reported meter issue, the patient's mother indicated the patient administered self-treatment by consuming a glucose drink; the patient reportedly felt better several minutes later. The patient's mother confirmed the patient did not test his blood glucose with another device. At the time of troubleshooting, the customer service representative (csr) noted that the subject meter's batteries were replaced and there was no misuse of the lfs product. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.